Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with syncope/near syncope. A remote transmission showed possible far field r-wave (ffrw) oversensing of the atrial lead on the current electrogram and on stored episodes. In addition, there was undersensing on the current electrogram and possible loss of atrial lead capture was noted. An observation on the transmission indicated that the lead had failed a lead position check. The lead remains in use. No patient complications have been reported as a result of this event.